Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) was inserted. After crossing the septum with the was, a thrombus was noted on the end of the dilator tip via echocardiography. The thrombus was aspirated while withdrawing the dilator and wire, and the thrombus came back into the sheath and was expelled on the sterile table outside the patient. There was a delay of 5 to 10 minutes to aspirate the thrombus and to give the patient heparin to get the patient to a therapeutic activated clotting time. The same was was then used to complete the implant procedure. The patient woke up from the procedure with no complications and was discharged home with no impairment.